Event description:
On (B)(4) 2013, intuitive surgical inc. (Isi) received a monopolar curved scissors (mcs) instrument without any reported complaint. Isi confirmed that this instrument was last used during a vinci si prostatectomy procedure on (B)(6) 2013 where a tip cover had fallen into a patient. Reference MDR 2955842-2013-03189, which was submitted to the FDA on (B)(4) 2013 for the event related to the tip cover falling into the patient.

Manufacturer narrative:
Isi has made several attempts to contact the site to obtain additional information; however, no additional information has been provided as of the date of this report. It is unknown if the mcs instrument damage occurred before or after the tip cover had fallen into the patient. A follow-up MDR will be submitted if additional information is received. Failure analysis investigations have been completed with the returned mcs instrument. Failure analysis investigations found a broken tube extension that was missing a 0.150 x 0.165 piece at the proximal clevis interface. The tube extension fractured next to one of the keys that mates with the proximal clevis. Failure analysis investigation also found a missing tube reinforcement from the instrument's distal end. There was adhesive residue present on the main tube and tube extension axial keys. The flush tube was also kinked, which can restrict fluid flow and prevents proper flushing of the instrument. No other damage was found. Evidence not conclusive, but the tube extension breakage and missing tube reinforcement ring may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments based on the provided information, this complaint is being reported as a malfunction due to the missing reinforcement ring. The damaged tube extension is not reportable since the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.